Manufacturer narrative:
Device evaluation of monitor has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The open r781 resistor is consistent with the patient receiving an external defibrillation while wearing the lifevest. No adverse event resulted from the damaged monitor.

Event description:
The monitorwas returned for investigation into a non-reportable patient death and failed incoming functional testing.